Event description:
Neonatal intensive care unit (nicu) patient on continuous positive airway pressure (CPAP) therapy via nasal prongs was found with prongs broken off from the trunk and lying next to the patient's head.